Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. Customer stated a temp basal was not programmed before the unexpected restart alarm occurred. The customer was explained the pump experienced an unexpected restart. Customer was advised to monitor the pump. The customer reported via phone call indicating that the insulin pump alarm external ram crc error. Customer's blood glucose at time of incident was unknown. The customer was advised that the troubleshooting concludes the pump should be replaced because the external ram crc error occurred 3 times.